Event description:
It was reported when using the panel phoenix nmic/ID-307 a misidentification was reported for three patients. Patient three ((B)(6) e. Coli was misidentified as shigella. No health impact or consequence reported. Report 3 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as salmonella enterica, citrobacter freundii, or shigella species when using phoenix panel nmic/ID-307(catalog number 449289) batch number 3010436. The customer did not return panels or phoenix generated lab reports but provided isolates for the investigation. The customer returned isolates were verified as e. Coli on the bruker maldi biotyper. Customer isolate "5-2" was not a pure culture and was not used in investigation testing. To investigate, two retention panels each from the complaint batch were tested using customer returned isolates e. Coli 5-1 and 5-3 on a phoenix m50 machine and evaluated for identification results. The two panels inoculated with e. Coli 5-1 identified their isolate as e. Coli. The two panels inoculated with e. Coli 5-3 identified their isolate as salmonella enterica spp. Arizonae. Therefore, this complaint is confirmed for misidentification. As part of the investigation, r&d performed a biochemical analysis of the bd testing lab reports and binary files of customer returned e. Coli. Review of the lab reports and binary files from bd¿s internal testing shows variability in some of the substrate reactions. This indicates that some of the substrate reactions were more aligned with a salmonella enterica spp. Arizonae identification as opposed to an e. Coli identification. However, based on the analysis, there were no results that stood out to be a definitive cause of the p. Mirabilis mis ids. It should be noted that the substrate profiles for salmonella spp and e. Coli are similar, and that the lab report includes a special message which recommends serological confirmation of the ID. A corrective and preventive action (CAPA) has been initiated for mis ids of e. Coli. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of e. Coli¿s interaction with the substates on the panel. Bd anticipates a software release in summer 2024 to address the performance on e. Coli ids. Bd will communicate any further updates as they become available. Please continue to communicate any additional concerns. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed four additional complaints on complaint batch 3010436, related to this defect and one of which is confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a misidentification was reported for three patients. Patient three (51911328) e. Coli was misidentified as shigella. No health impact or consequence reported.